Event description:
Breast reduction surgery has resulted in continued reaction along the entire horizontal surgical incision - over 30 inches. Repeated visits to the surgeon resulted in no explanations, etc., stating things were fine - finally went to my dermatologist - about 10 months later - who said I was obviously allergic to the sutures & I needed to find out what type they were and bring that info forward as a significant allergy. She injected cortisone into the most inflamed areas, which did not result in improvement. Called the surgeon's office, they left message that "vicryl" was used - researched that and called back to ask for more specifics as to the type, etc., and they have never responded back. As I type this, 14 months later, the incision line continues to be inflamed, itches horribly -for guys reading this, just imagine having a jock itch for the past 14 months - and there is one open -oozing-area. I have gone through about 3000 grams of silver sulfadiazine -sp- and continue to have to use that. I have a documented allergy to thimerosol and was wondering if somehow that product is incorporate into the sutures. I suggested several times that the entire suture line be excised and restricted and was met with blank looks. I finally quit going back to the surgeon of record as I was simply accruing copays. Ironically, when I called bc/bs to challenge the copays, the individual assisting me recounted an almost identical experience, based on vicryl allergy. She also informed me that I would have to pay all the copays as surgical complications were not considered an extension of the surgery. Breast reduction surgery performed 07/25/06 - numerous follow up appointments due to constant inflammation, itching, abscesses, etc., told that things were fine and provided ongoing prescriptions for silver sulfa diazine - have used about 2000 grams up to this date and still use it on erupted areas prn. Consulted with dermatologist - she immediately advised this was stitch allergy and to find out what kind they were for future reference - she injected the worse sites with steroids, which did not help. Dates of use: 2006 - 2007. Diagnosis or reason for use: sutures used for breast reduction surgery.